Event description:
It was reported the walkaway 96 plus had a spring came loose from the hinge of the panel access door and fell out into pieces. The customer was able to open and close the door without problems after the event. There was no death, injury or change to patient treatment. No erroneous results were generated in connection with the reported event.

Manufacturer narrative:
The field service engineer (fse) repaired the hinge component and verified that the service hatch door was fully functional. A review of the service history for this instrument suggests that the door assembly had been replaced in (B)(4) 2013. A field action msi 14-01 (FDA z-1990-2014) was issued on june 2014 for this type of failure. (B)(4).